Manufacturer narrative:
It was reported the patient is over 18 years. (B)(4) for the reported event of balloon deflation failed. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2012-06144 addresses the maxforce balloon, while manufacturer report # 3005099803-2012-06297 addresses the encore inflation device. It was reported to boston scientific corporation on (B)(6) 2012 that a maxforce biliary catheter balloon and an encore inflation device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct (cbd) on (B)(6) 2012. According to the complaint, when the procedure was completed, the physician attempted to deflate the balloon; however the inflation medium was unable to be removed with the encore device. Another syringe was attached to the balloon to remove the inflation medium; however this was unsuccessful. The device was removed with the scope; and once outside the patient the device was able to be removed from the scope. The procedure was completed with this maxforce balloon at this point. There were no patient complications reported as a result of the event. The patient¿s condition at the conclusion of the procedure was reported to be fine.

Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2012-06144 addresses the maxforce balloon, while manufacturer report # 3005099803-2012-06297 addresses the encore inflation device. It was reported to boston scientific corporation on (B)(6) 2012 that a maxforce biliary catheter balloon and an encore inflation device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct (cbd) on (B)(6) 2012. According to the complaint, when the procedure was completed, the physician attempted to deflate the balloon; however the inflation medium was unable to be removed with the encore device. Another syringe was attached to the balloon to remove the inflation medium; however this was unsuccessful. The device was removed with the scope; and once outside the patient the device was able to be removed from the scope. The procedure was completed with this maxforce balloon at this point. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Investigation results: visual evaluation of the complaint device found the balloon to be relaxed and deflated and there was evidence of dried contrast media inside the balloon material. The catheter shaft was examined and slight kinks were noted along the length. The balloon was functionally tested by inflating the balloon with an encore inflation device. The balloon was able to be inflated and deflated within specifications. The complaint of deflation failed could not be confirmed, however it is likely that this failure occurred due to anatomical/procedural factors encountered during the procedure that limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and from the information available, this device was used per the directions for use (dfu) / product label.